Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) safety disk membrane failed manifold testing.

Manufacturer narrative:
Event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was patient involvement is unknown. To resolve the issue a getinge field service engineer (fse) replaced safety disk (d202-00-0140). Equipment tested as normal operating conditions. The defective safety disk were received for further investigation. This part was received with a reported unit failure message of membrane diff pressure >6 during all manifold tests. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing department could not verify the failure of membrane diff. Pressure >6 for safety disk. Safety disk passed testing with result of 4mmhg, the factory specification is +-6mmhg. Retaining safety disk in the fat dept. As per procedure (B)(4) rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.